Event description:
It was reported that a stylet could not be fully inserted into the left ventricular lead during implant. The lead was removed and replaced. No patient symptoms were reported.

Manufacturer narrative:
.